Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the wire guide. The endoscope and snare are removed simultaneously from the pt's mouth. This is performed so that the wire guide is protruding from both the pt's mouth and incision site. This is necessary for gastrostomy tube placement. When the snare closed onto the wire guide, the wire guide severed near the grasped end. The broken portion of the wire guide was removed through the endoscope with the snare. The snare was readvanced into the endoscope and positioned around the remaining portion of the wire guide was removed through the endoscope with the snare. The snare was readvanced into the endoscope and positioned around the remaining portion of the wire guide. The endoscope, snare and wire guide were removed together from the pt's mouth. Despite the breakage of the wire guide, this wire guide was used to complete tube placement. Although breakage of the wire guide was observed during tube placement, no portion of the wire guide became free inside the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the wire guide has been returned to our approved wire guide supplier for an eval of the returned product. A follow-up MDR will be submitted to provide the product eval details when complete. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. There have been no other reports of wire guide breakage during tube placement. Therefore, this observation represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, endoscopy position or progression of disease states, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Breakage of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position this could contribute to wire guide breakage. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this report, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.